Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticky and customer had to press the buttons so many times for it to work started a week ago. No harm requiring medical intervention was reported. The device will be returned for analysis.